Event description:
A 26 mm diameter x 15 mm diameter x 16.5 cm length aneurx bifurcated stent graft was inserted into a pt for the endovascular treatment of an abdominal aortic aneurysm. Vessel morphology was severely tortuous; 70 degree angulated aortic neck, and very narrow flow lumen. It was reported in the bifurcated stent graft was implanted, however due to the very narrow flow lumen, the physician was unable to cannulate the contralateral gate. The stent graft was converted to an aortic-uni-iliac. The final angiogram demonstrated a type I endoleak. At this point, the physician elected to convert the pt to open surgical repair. The surgical procedure was successful and the pt was reported to be doing fine. No additional sequelae were reported.